Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user presented discomfort when the audio processor was turned on and facial nerve stimulation on channels 4, 6, and 7, despite fitting troubleshooting attempts. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. In addition, facial nerve stimulation was observed, which is a known undesired side effect of cochlear implantation. This is a final report.

Event description:
The user presented discomfort when the audio processor was turned on and facial nerve stimulation on channels 4, 6, and 7, despite fitting troubleshooting attempts. The user was re-implanted. Reportedly, the user is doing well with the new device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, facial nerve stimulation was observed, which is a known undesired side effect of cochlear implantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. The explanted device has not been received yet for investigational purposes.

Event description:
The user presented discomfort when the audio processor was turned on and facial nerve stimulation on channels 4, 6, and 7, despite fitting troubleshooting attempts. The user was re-implanted. Reportedly, the user is doing well with the new device. The concerned device has not yet been received for investigation.